Event description:
Nurse was at bedside preparing to draw arterial blood gases (abg). She opened up sterile 4x4 to find what looked to be mold between the layers of gauze. The gauze never made contact with patient.